Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and the device disposition is unknown; therefore, a return sample evaluation is unable to be performed. Gastrointestinal ulcer is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, it was reported that the patient has been experiencing abdominal pain for two months. A gastroscopy was performed and showed a knot in the intestinal tube and the internal peg tube bumper was found past the pylorus. An ulcer was discovered as a result of the dislocated bumper. The ulcer was mended and j-tube was replaced during the gastroscopy.